Event description:
It was reported to boston scientific corp in 2008 that a radial jaw 3 single - use biopsy forceps was used during a colonoscopy procedure. According to the complainant, after the biopsy forceps were withdrawn from the colonscope, it was discovered that one of the jaws was "missing". The device fragment was retrieved using a "cleaning brush" (MFR unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.